Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. Access was obtained via the femoral artery. The 80% stenosed, 16x3.5mm, eccentric and de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). Without predilating the vessel, a 3.5x20mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed. The stent was well positioned and fully apposed. The patient was administered heparin before and during the initial procedure. The following day, the patient complained of chest pain and ECG changes were noted. Follow-up angioplasty revealed thrombus in the mid to distal section of the stent. The thrombus was extracted and an additional stent was deployed to treat the thrombosis. No additional patient complications were reported and the patient's status is stable. The patient was administered gpiibiiia, clopidogril and a beta blocker upon discharge.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).